Manufacturer narrative:
Device returned and the user report was not reproduced, however there was an indentation on the tip sheath, and the ultrasonic probe was damaged. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited an indentation on the tip sheath, and the ultrasonic probe was damaged. There was no patient involvement.